Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of an extension set was pushed in when accessed with a blunt needle. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and identified the collapsed septum. The reported condition was verified. The assignable cause was determined to be improper user technique. The user accessed the port with a blunt needle. Should additional relevant information become available, a supplemental report will be submitted.